Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for avoximeter 1000e oximeter serial number (B)(4). Method codes: testing of actual/suspected device. Analysis of production records. Results code: failure to calibrate. Conclusion code: cause traced to component failure.

Event description:
A healthcare professional reported unexpected thb results using an avoximeter 1000e oximeter and c100b cuvette system during a cardiac catheterization procedure. The oximeter system in question generated a thb of 11.4, which was higher than expected result. The same whole blood sample was analyzed with a different point of care device and the thb result was 8.9, which was within the expected range. A repeat whole blood sample was analyzed with a reference device in the laboratory and the thb result was 8.8, which was also within the expected range. The avoximeter 1000e system passed multi-level liquid qc testing prior to the procedure. The catheterization was successfully completed and there were no reports of complications or other medical problems.